Manufacturer narrative:
Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was powered on and communicating normally, then when they went to verify instruments they lost connection to the axiem. Emitter details showed instruments flickering in and out. Rebooting the system resolved the issue. There was no patient impact reported and a less than one hour delay to surgery.